Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 53x54mm abdominal aortic aneurysm. It was noted on CT exam approximately two years later that a type ia endoleak was present. It was reported that intervention for the type ia endoleak was completed. The physician elected to implant heli-fx endoanchors. No additional clinical sequelae were reported and the patient will be monitored.